Manufacturer narrative:
The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade unknown), lymphadenopathy, rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported for right side "contracture (grade unknown)", "fluid due to leaks" and "inflamed and swollen ganglia". The status of device is unknown.